Event description:
The pencil malfunctioned and continued to run. Pt suffered groin burn the size of a dime.

Manufacturer narrative:
The actual device was returned to us. Cut and coag tested fine. Pencil was disassembled and found to have a loose wire inside the silicone sleeve. Manufacturing has been informed.